Event description:
Argon (sn: [(B)(6)]) stopped working mid case. Troubleshooting steps taken: purge original hand piece (lot: 2025053204) confirm all indicator lights appropriate checked connection for hand piece adjust settings, confirmed set to "open" confirmed gas levels appropriate power cycled machine switched grounding pad. Brought in new argon machine (sn: [(B)(6)]) repeated above steps with new hand piece (lot: 202505304). Still not functioning. Surgeon advised we will continue case without the argon as we were unable to get argon functioning.